Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the insertion and withdrawal of the intermittent catheter were so poor, which caused bleeding in the urethra and that contributed to sepsis, putting the patient in the doctor of osteopathic medicine. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for sepsis.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the insertion and withdrawal of the intermittent catheter were so poor, which caused bleeding in the urethra and that contributed to sepsis, putting the patient in the doctor of osteopathic medicine. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for sepsis.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential failure mode could be" catheter outer diameter too large". Therefore, the potential root cause for this failure could be "incorrect extruding parameters. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use" instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra until urine begins to flow. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the insertion and withdrawal of the intermittent catheter were so poor, which caused bleeding in the urethra and that contributed to sepsis, putting the patient in the doctor of osteopathic medicine. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for sepsis.